Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to myopotential noise. The device also recorded an untreated episode showing the same type of noise. Technical services (ts) reviewed the episodes and confirmed it appears to be myopotential oversensing in both episodes. In addition, the shock impedance was observed in 105 ohms, which is high within normal range, and it is most likely suggesting adipose tissue underneath the electrode and/or device. It was mentioned that the myopotential observation is most likely related to a patient condition or system placement, and the low r-wave amplitudes causes poor r-wave/noise ratio. Troubleshooting recommendations were provided as well as investigate what the patient was doing at the time of the episodes. The patient was seen in-clinic and it was mentioned that, at the moment of the shock, the patient was sitting and helping his daughter take off her sweater. The movements were reproduced and automatic setup was performed to verify which vectors were adequate. All vectors showed adequate in the recreated positions. It was decided to manually change the sensing vector to alternate. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to myopotential noise. The device also recorded an untreated episode showing the same type of noise. Technical services (ts) reviewed the episodes and confirmed it appears to be myopotential oversensing in both episodes. In addition, the shock impedance was observed in 105 ohms, which is high within normal range, and it is most likely suggesting adipose tissue underneath the electrode and/or device. It was mentioned that the myopotential observation is most likely related to a patient condition or system placement, and the low r-wave amplitudes causes poor r-wave/noise ratio. Troubleshooting recommendations were provided as well as investigate what the patient was doing at the time of the episodes. The patient was seen in-clinic and it was mentioned that, at the moment of the shock, the patient was sitting and helping his daughter take off her sweater. The movements were reproduced and automatic setup was performed to verify which vectors were adequate. All vectors showed adequate in the recreated positions. It was decided to manually change the sensing vector to alternate. The s-ICD system remains in service. No additional adverse patient effects were reported.